Event description:
While preparing to start surgical procedure the versajet hydrosurgery handpiece was set up for use, yet when the team went to prime the tubing for surgeon use it did not initiate this process. Surgical team obtained a new handpiece with no issue. Handpiece saved. Ref # 66800041, lot#(10)51287320, exp: 2/19/2027, manufacturer :smith and nephew.